Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that a button on the insulin pump became stuck. The customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap and found with corroded keypad traces. However, all of the buttons are functioning properly. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.